Event description:
It was further reported, the procedure was laparoscopic myomectomy. The diagnostic procedure was completed without any delay.

Manufacturer narrative:
This report is being submitted for additional information. Please see update to b5. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if additional information is provide by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Additionally, the repair center found a "u504 error code". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the cause has not been identified, from the analysis results of the actual product, it is possible that the breakage of the probe occurred due to the following mechanism. 1. Probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. 2.due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. 3.a force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. Also, a probe damage error occurred. 4. A load was applied to the probe and it broke. The following are the instructions for use which state: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the thunderbeat probe broke into two pieces in the middle of a procedure, before the probe was inserted into the patient. Probe check was done before thunderbeat was used. The error message shown was ¿probe damage error¿ (u504). The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device will be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.